Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. It was indicated that the patient was critically ill while using the device, which is misuse of the device. According to the patient, on approximately (B)(6) 2025, the patient felt sick and confused. At an unspecified time of the event, the cgm was reading high (more than 400 mg/dl) and the blood glucose reading was 850 mg/dl. It was documented that the patient required medical intervention and was treated with insulin. In addition, it was reported that the patient was critical ill with water in the lungs (not related to dexcom); there were no other details reported about the patient´s condition. At the time of the report the patient was good. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.